Event description:
Healthcare professional reported that a patient was injected with 2.40ml of harmonyca lidocaine in c zone. Six months after injection, patient was treated with penicillin for a non-device related respiratory infection, after that, patient developed "discomfort, pain, inflammation and increased heat, as well as changes in color and temperature" in the injection zone. The healthcare professional suspects either an immune response to harmonyca or activation of penicillin, noting that the reaction is only on one side and it is the left side. The patient had also received botox in the masseter muscles five months ago. Later, healthcare professional reported "nodule-like condensation on the left cheek between jw1 and jw3, red discoloration, increased temperature, and discomfort upon manipulation". Patient was treated with five sessions of diathermy, local cold therapy every 2 hours and manual lymphatic drainage. The event is resolved.

Manufacturer narrative:
Additional, corrected, and/or changed data: h6.

Event description:
Healthcare professional reported that a patient was injected with 2.40ml of harmonyca lidocaine in c zone. Six months after injection, patient was treated with penicillin for a non-device related respiratory infection, after that, patient developed "discomfort, pain, inflammation and increased heat, as well as changes in color and temperature" in the injection zone. The healthcare professional suspects either an immune response to harmonyca or activation of penicillin, noting that the reaction is only on one side and it is the left side. The patient had also received botox in the masseter muscles five months ago. Later, healthcare professional reported "nodule-like condensation on the left cheek between jw1 and jw3, red discoloration, increased temperature, and discomfort upon manipulation". Patient was treated with five sessions of diathermy, local cold therapy every 2 hours and manual lymphatic drainage. The event is resolved.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of respiratory infection, deemed not device related, is considered an unexpected adverse drug experience.